Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were unable to test for 1 week. Their meter allegedly had no power. The result on their meter was: unable to test. No other blood glucose tests reported. No comparison reported. No treatment was reported. Customer attempted to replace battery 3 times. No further info has been reported.